Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the handle of the small hexagonal screwdriver with holding sleeve emits a foreign substance that discolors other devices that come in contact with that substance. No patient involvement was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 314.020, lot# 1462989. Manufacturing location: (B)(4), release to warehouse date: mar 14, 2006. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The inspection of the returned screwdriver has shown wear marks on the hexagon part of the instrument. Additionally, there was a discoloration of the handle visible as reported. The received instrument was in used condition. The item was manufactured in march 2006 and is now more than 11 years old. As per the previous investigation of the same discoloration of the canevasit handles, it was determined that although the canevasit/phenolic handles are no longer the state of the art choice, they are safe to use. Tests carried out in the past by an independent laboratory have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends following the available reprocessing instructions to avoid potential problems. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 300 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. The reported article 314.020 has already been changed and is now available with the silicone handle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date received by manufacturer was reported in initial report mwr-(B)(4) as dec 05, 2017 in error. The correct date is dec 04, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.